Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The quick release lock on the first mayfield modified skull clamp was not locking after it was placed in the locked position. The product problem was identified before using it on the pt. There was no delay in surgery caused by this first clamp. A second skull clamp was then used. The pt was placed in a prone position to this second clamp (lot code 097) for a posterior cervical fusion. The quick release lock on this second mayfield modified skull clamp was not locking after it was placed in the locked position. This product problem was discovered within several mins in use. There was no pt injury due to this malfunction. However, there was a delay in surgery for about 20 mins since the pt had to be turned back to a supine position to apply a third replacement skull clamp and then turn the pt back to the prone position and secure the pt to the replacement skull clamp. Another set of skull pins were also used to apply the third skull clamp. The third replacement skull clamp worked and the procedure resumed as usual.